Manufacturer narrative:
As reported, arista ah was used during a hepatectomy involving biliary reconstruction post-surgery patient developed intra-abdominal infection. Based on the information provided, no conclusions can be made as to the extent to which the usage of arista powder may have caused or contributed to the patient's alleged postoperative infection. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The adverse reaction section of the instructions-for-use supplied with the device identifies infection as possible a complication. The warning section of IFU states, "arista ah should be used with caution in the presence of infection or in contaminated areas of the body. If signs of infection or abscess develop where arista ah has been applied, re-operation may be necessary in order to allow drainage." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, arista ah was used during a hepatectomy with biliary reconstruction. The patient subsequently developed a postoperative intra-abdominal infection requiring drainage; however, a causal relationship has not been established. Echo findings were described as consistent with fibrin deposition, and pus was drained via echo-guided catheter placement. Reportedly, the surgical area was irrigated after arista application. The patient has been discharged and remains under outpatient follow-up.